Event description:
The customer reported that the disposable cap came off of the evis exera iii duodenovideoscope during a therapeutic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the disposable cap came off of the evis exera iii duodenovideoscope during a therapeutic procedure. The physician was able to retrieve the cap from the patient in good condition. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 distal cover used in the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, d10 and g2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation as the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: precautions: ¿- never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.